Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported air/water flow issues from the air/water flow system. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the nozzle was clogged by a non-organic, black colored material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of air/water flow issue was confirmed. A dark rubbery material whose exact nature or design could be neither determined nor removed from the nozzle. The following additional findings were also noted: separated glue on the bending section cover, damaged plastic distal end cover, crease on the connecting tube, damaged protector unit, incised rubber, scratched scope cover, wrinkled universal cord and angulations out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.